Event description:
It was reported that a physician mode recharge was performed and the pt went home to charge. The next day there was a power on reset condition. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).